Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Unique device identifier (UDI) number not applicable. Additional PMA/510(k) number ¿ k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant crown at tooth location #14 was loose for 2 weeks and when the crown was removed the implant was noted to have a fractured collar. The implant was removed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received one (1) tapered screw vent ha implant, (tsvwh11) for evaluation. Visual/physical evaluation identified a fractured collar on the implant. Functional test could not be performed due to the nature of the device and event. DHR review was completed for the subject lot number 63166992. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63166992 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is parafunctional habits incompatible with long-term osseointegration of implant. Therefore, based on the available information, device malfunction did occur. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed .